Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose level was 190 mg/dl.